Manufacturer narrative:
The device was returned for evaluation. The complaint of overheating and motor stall error was confirmed. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and gearbox tested good. The motor was found to be jammed and planetary gears on motor were corroded. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2016. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that before the procedure the shaver got really hot and it was making a humming sound, and would not turn. There was a backup device available to use so no delays resulted. No patient or user injury reported.